Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 5. E1: patient city: (B)(6) patient country: brazil.

Event description:
Reference number (B)(4) event occurred in brazil it was reported that the patient faced events of leakage of with five infusion sets on 02-sep-2024. Infusion set was used for 1 day. No further information was available.